Manufacturer narrative:
Insulin pump had an intermittent button response due to moisture damage keypad trace. No button error alarm. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed button error. Customer's blood glucose was 19mmol/l. Alarmed during bolus. Customer did not recall any significant events customer was trying to bolus. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.